Event description:
The customer reported via phone call that he has a new pump and is needs programming assistance. Customer stated that he thinks that his blood glucose was running high because he did not have an infusion set attached properly. Customer declined troubleshooting for high blood glucose. Customer's blood glucose was 500 mg/dl but it was no longer reading high before the call ended.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.